Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that one strut on the most distal row was slightly lifted. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure a stent was damage. A 3.50x38mm promus element long drug eluting stent was opened and noticed that the strut was "going out". The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable.

Event description:
It was reported that prior to a stenting treatment procedure a stent was damage. A 3.50x38mm promus element ¿ long drug eluting stent was opened and noticed that the strut was "going out." The procedure was completed with another of the same device. No patient complications were reported and the patient condition was stable.